Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because the product was lost on it way to the investigation unit.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested >8.0 inr and 6.2 inr on the coaguchek xs system. 30 minutes later, based on the meter results the patient went to the emergency room (ER) to have her lab drawn. A comparison lab returned as 4.1 inr. No medical treatment was required. The patient's warfarin was adjusted based on the lab result. No adverse event reported. Requested return of suspect system and replacement was sent.